Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2024, it was reported by a sales representative via (B)(4) that (2) ar-8970-08 t20 hexalobe driveshafts were warped. This occurred during a foot & ankle fusion on (B)(6) 2024 where the case was completed using a backup driver in the tray. There was no delay in the case.

Manufacturer narrative:
Visual evaluation of the customer-provided pictures noted an ar-8970-08 t20 hexalobe driveshafts were warped. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting into the plate and/or hard bone.